Event description:
Per dave (dealer), states base leg opening mechanism is very worn and loose. Legs will not stay open.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.